Event description:
Per the audiologist, a short time after being implanted, the patient's performance with the cochlear implant system steadily declined. Results of an integrity test done in 2006, were consistent with normal receiver/stimulator function with electrode anomalies. Explantation/reimplantation is scheduled for 2008.

Manufacturer narrative:
.